Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range (oor) shocking lead impedance (sli) measurement of greater than 125 ohms and the patient¿s left side was occluded. Additional information was received that the cause of the observation was not conclusively determined. The ICD and the right atrial (ra) lead were explanted as the physician chose to implant a single chamber ICD and rv lead on the right side. The ICD was explanted and was returned while the rv lead was capped. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.